Event description:
It was reported that there was a malfunction on the pump. There was no adverse impact to the customer's blood glucose level. Technical support completed a form on behalf of the customer to acknowledge receipt of a field correction email notice, and arrangements were made to replace the pump, as the pump was not in warranty and the customer was interested in obtaining an out-of-warranty loaner pump.